Event description:
The reporter stated that a leak was observed in the patient line of the accudrain system, before the stopcock connection. Integra has requested in writing additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.